Event description:
It was reported that following a successful myosure procedure for uterine tissue removal the physician attempted a novasure endometrial ablation. After 2 unsuccessful cavity integrity assessment (cia) tests the physician did a hysteroscopy and saw two uterine perforations. A laparoscopy followed for a scheduled tubal ligation and the perforation sites were cauterized. The patient was discharged home. A dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
This disposable device was expired at the time of use. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. IFU: according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).